Event description:
The patient contacted animas on (B)(6) 2012 reporting that when insulin pump therapy was resumed his blood glucose levels increased to 20 mmol/l. The patient's reported blood glucose level does not meet criteria for an adverse event. The patient reported giving several correction injections and the blood glucose levels remained elevated. During troubleshooting, the patient did note a few very small air bubbles in the cartridge. The patient confirmed that the luer connection was dry. This report is made based on the allegation that there were air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 additional information: the patient called back to animas on (B)(4) 2012 regarding the air bubbles issue. The patient reported using cold insulin in the pump and noticed having very small bubbles in the cartridge prior to the call. The patient stated that since has been leaving the insulin at room temperature. The patient's current technique was reviewed and was confirmed to be correct. The patient reported having no more high blood glucose levels since getting a new vial of insulin. The patient followed up with a health care provider that advised the patient may have had two bad bottles of insulin. Use-error may have contributed to the event because the patient was using cold insulin in the pump. The patient has since corrected the filling technique and uses room temperature insulin.